Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements, due to this a lead safety switch was triggered. Furthermore, 2 signal automatic monitoring (sam) episodes were recorded. Lastly it was observed that noise and oversensing were exhibited by the lead , which led to the device record inappropriate atrial tachy response (atr) episodes. Additional information was received indicating that this lead was surgically abandoned and another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements, due to this a lead safety switch was triggered. Furthermore, 2 signal automatic monitoring (sam) episodes were recorded. Lastly it was observed that noise and oversensing were exhibited by the lead , which led to the device record inappropriate atrial tachy response (atr) episodes. No changes have been performed. This device remains in service. No further adverse patient effects were reported.